Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was undetermined due to sensor noise for less than an hour. In addition, data analysis found an early sensor expiration alert. The probable cause was determined to be potential patient misuse. The reported event of no readings is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.